Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator generated an alarm and stopped ventilating. The patient was transferred to an alternate ventilator and there was no harm to the patient as a result of the event.

Manufacturer narrative:
Device evaluation: a service engineer inspected the device and was unable to duplicate the reported issue but as a precaution was going to replace the motherboard and cable, power supply, and analog printed circuit board (pcb). The ventilator has not yet been repaired at this time. If information is provided in the future, a supplemental report will be issued.